Event description:
There was an allegation of questionable elecsys ferritin, elecsys pth stat, elecsys® troponin t gen 5 stat, elecsys ft4 IV, elecsys probnp ii, and elecsys tsh v2 results for 6 patient samples on a cobas e 411 analyzer (disk system). Patient 1's initial ferritin results were 0.955 ng/ml and 1.07 ng/ml. The repeat results were 117.8 ng/ml, 114.8 ng/ml, and 131.3 ng/ml. Patient 1's initial pth results were 14.58 pg/ml and 13.17 pg/ml. The repeat results were 52.98 pg/ml, 53.08 pg/ml, and 52.52 pg/ml. Patient 2's initial probnp result on (B)(6) 2026 was < 36.0 pg/ml. The repeat result was 941.3 pg/ml. Patient 3's initial tsh result on (B)(6) 2026 was 0.020 uiu/ml. The repeat result was 24.68 uiu/ml. Patient 3's initial ft4 result was < 0.101 ng/dl. The repeat result was 1.63 ng/dl. Patient 4's initial pth result on (B)(6) 2026 was 13.07 pg/ml. The repeat result was 46.90 pg/ml. Patient 5's initial troponin result on (B)(6) 2026 was 10.81 ng/l. The repeat result was 14.97 ng/l. Patient 6's initial troponin result on (B)(6) 2026 was 13.86 ng/l. The repeat result was 17.83 ng/l. The samples were repeated because the customer noticed unrealistic low results on several consecutive samples. The repeat results were completed after maintenance, and qc was completed. The repeated results were deemed to be correct.

Manufacturer narrative:
The elecsys ferritin reagent lot number is 878141, and the expiration date is october 2026. The elecsys pth stat reagent lot number is 890997, and the expiration date is november 2026. The elecsys probnp ii reagent lot number is 880994, and the expiration date is october 2026. The elecsys tsh v2 reagent lot number is 906453, and the expiration date is september 2026. The elecsys ft4 IV reagent lot number is 884942, and the expiration date is july 2026. The elecsys® troponin t gen 5 stat reagent lot number is 924465, and the expiration date is april 2027. A field service engineer (fse) determined that there was intermittent grounding of the reagent disk drive assembly. They also found the sipper nozzle tip was missing teflon, the bead mixer paddle was missing teflon due to touching the bottom of the reagent packs, and the acrylic block for the sample probe tubing was cracked. The fse replaced the sample probe, sipper nozzle, sample probe acrylic block, reagent disk drive assembly, bead mixing paddle, all five nipples on the syringe assembly acrylic block, both pinch valve tubings, and both sample probe water tubings. Performed all adjustments for sample probe, sipper nozzle, and bead mixing paddle. For verification, the fse performed tests and a calibration successfully. The customer stated that all tests calibrated successfully and all qc passed. The investigation is ongoing.